Event description:
The valve in the hub breaks and gets pushed down into the hub. There were two separate occurrences involving patients on monday and an add'l one today. No harm or injury reported. The customer reported two occurrences on 'monday' and an add'l occurrence 'today'. The customer is expected to return one device. The customer did not provide any add'l details or clinical info for the add'l events. This is one of two form FDA 3500a reports for this event. One of 'monday's' and the add'l event for 'today' as reported by the customer. The second event for 'monday' was reported as indicated below. Report # 1721504-2010-00378 (1 of 2 for 'monday'). Report # 1721504-2010-00380 (2 of 2 for 'monday).

Manufacturer narrative:
Device eval: the device has not been received for eval/investigation. Root cause is under investigation. Merit determined on 11/11/2010 that a product correction would be required for the merit valved one-step centesis drainage catheters. Customers are advised to discard the device at the point of use. This is a 5-day MDR report in accordance with statutory reporting requirements. Communications to consignees began on 11/18/2010. A report to the FDA in accordance with 21 cfr 806.10 is also in process and will be sent on 11/24/2010. No add'l form 3500a reports will be filed for this event. Notification of product correction.